Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported an error code occurred during aspiration. An angiojet® solent¿ omni catheter was primed for use in a deep vein thrombosis (dvt) procedure in the left leg. The physician advanced the catheter over a .035 guide wire. Thrombectomy was started in the vein, everything was running as expected until 16 seconds in, a ¿check catheter was primed'' message occurred. The angiojet console was reset and started again, 10 seconds later another ¿check catheter was primed message came up¿. The console was reset again but a ¿discard catheter¿ message came up. The catheter was discarded and the case was completed successfully with another solent omni catheter. No patient complications as well as no patient harm, were reported.